Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. The manufacturer¿s international service technician confirmed the reported issue. Electrical safety testing (ground resistance measurement) was out of the allowable range. The manufacturer¿s international service technician replaced the defective power cord to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported power cord (performance verification)pv test failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.